Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the plunger was depressed the medication sprayed from the end of the stopper on a 5 ml bd luer-lok¿ syringe sterile, single use during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: DHR review for batch 7059904 (p/n (B)(4)): manufacturing dates: 03/16/2017 ¿ 03/18/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7059904 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one sealed packaged 5ml syringe was received by bd canaan and confirmed to be from batch #7059904 (p/n (B)(4)). The sample was visually evaluated and functionally tested for leakage past stopper. The syringe did not have any visual defects and the result of the functional leak test was acceptable with no leakage observed. Based on the sample evaluation: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Investigation: no lot# provided, therefore DHR review could not be performed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.